Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag burst. This was identified prior to use when the patient took the bag out of the box after delivery at the patient's home. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Further clarification was received from the customer and it was confirmed that the product involved was an eva two compartment 3000 ml bag; therefore, the exactamix 3000 ml eva tpn bag is no longer a suspect product. It was reported that a eva two compartment 3000 ml bag burst. This was identified prior to use when the patient took the bag out of the box after delivery at the patient's home. There was no patient injury or medical intervention associated with this event. No additional information is available. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.